Manufacturer narrative:
Zimvie received one (1) unknown screw for evaluation. Visual evaluation of the as returned product identified a portion of the unknown screw was fractured / stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown screw) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. The customer did not submit images for the reported event. Appropriate documents were reviewed. Based on the investigation and risk management file review as per rmf rm-00057-haz rev.18, the most likely root causes determined from the investigation are torque applied during placement/ seating exceeds recommended value, clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed following visual evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Concomitant device: dental implant: xiitp4311, osseotite tapered certain prevail implant 4/3 x 11.5mm, lot# 2018070954. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw on implant tooth site #5 fractured inside the implant. The screw and implant were removed.